Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 90% stenosed lesion was located in the moderately tortuous mid left anterior descending artery. Upon attempting to cross the lesion with a 2.50x20mm taxus liberte stent the stent was damaged. The stent struts were flared. The procedure was completed with another of the same device. Patient status is listed as good with no complications reported.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 90% stenosed lesion was located in the moderately tortuous mid left anterior descending artery. Upon attempting to cross the lesion with a 2.50x20mm taxus liberte stent the stent was damaged. The stent struts were flared. The procedure was completed with another of the same device. Patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. 1 row in the middle of stent has two struts raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).